Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discharge from the scs ipg site. The patient met with the physician and the pocket had an infection. The patient was treated with antibiotics (cultures were not taken). The patient underwent surgical intervention wherein the scs system was explanted.